Manufacturer narrative:
According to the customer, "one of the legs bent causing my father to fall while sitting on the chair and my father got hurt." The customer did not report any serious injury related to the reported incident. Due diligence has been completed. No additional details are available related to the customer reported issue. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "one of the legs bent causing my father to fall while sitting on the chair and my father got hurt." The customer did not report any serious injury related to the reported incident.